Manufacturer narrative:
The subject gif-h260 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject gif-h260 to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the user noticed that foreign material like small rubber bands fell into the patient cavity, when inserting a device into the instrument channel of the subject gif-h260. The user removed the foreign materials. The user continued to use the device and complete the intended procedure. There is no patient injury or infection associated with this report.

Manufacturer narrative:
The subject gif-h260 was returned to not olympus medical systems corp. (Omsc), but other investigation organization. As the result of investigation, there was no foreign material at the instrument channel of the subject gif-h260 and there was no irregularity found about the subject gif-h260. Omsc checked the device history record of the subject gif-h260, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility of this phenomenon is attributed to inappropriate reprocessing. The gif-h260 instruction manual states the corresponding method about reprocessing of gif-h260. There were no further details provided. If significant additional information is received, this report will be supplemented.